Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measure setting of his freestyle flash blood glucose monitor had changed. The battery icon and error 4 message were displayed on the screen. The date/time settings stored in the meter changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.